Manufacturer narrative:
MFR ref no: (B)(4). Baxter evaluated the device and found that the upstream sensor was failing. It was determined that this failing part caused the false air in line alarms and has been replaced.

Event description:
During review of the event history log, it was determined that a repeating pattern of air-in-line alarms suggest that the device was falsely alarming for air-in-line. The occurrences suggest a device malfunction. Any pt involvement, injury or medical intervention is unk.